Event description:
A complaint was received a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap that experienced breakage during patient use. The reporter stated that after chemodrug infusion, they flush with normal saline. The product was broken between tube and spiros. No concomitant drug nor device was used.

Manufacturer narrative:
E1 - (B)(6). Investigation summary: since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.